Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that the torquer was detached. A 190cm filterwire ez was selected for sure. Upon preparation, it was noted that the torquer was already detached and the metal part that closes the wire inside the torquer was exposed. Also, the torquer was disassembled, so its use was discontinued. The device was replaced with the same device and the procedure was successfully completed. No patient complications reported.

Event description:
It was reported that the torquer was detached. A 190cm filterwire ez was selected for sure. Upon preparation, it was noted that the torquer was already detached and the metal part that closes the wire inside the torquer was exposed. Also, the torquer was disassembled, so its use was discontinued. The device was replaced with the same device and the procedure was successfully completed. No patient complications reported.

Manufacturer narrative:
E1. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. It was observed the wire returned inside the delivery sheath with a torque device. The filter bag came back in an undeployed state. The wire was exposed through sheath slit. No more damages were observed. The sheathing/unsheathing test could not be performed, because the wire was exposed through sheath slit.